Event description:
It was reported that "during the procedure, the guidewire was damaged: while being inserted through the needle, the distal section of the metal braid on the guidewire unravelled, making it impossible to continue its insertion or remove it from the needle's lumen. The entire assembly was removed, and a new, different guidewire was used. A second venous puncture was required. The patient was unharmed, and the catheter was successfully implanted."

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure, the guidewire was damaged: while being inserted through the needle, the distal section of the metal braid on the guidewire unravelled, making it impossible to continue its insertion or remove it from the needle's lumen. The entire assembly was removed, and a new, different guidewire was used. A second venous puncture was required. The patient was unharmed, and the catheter was successfully implanted."